Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tube, there was poor barrier separation, fibrin, and red cell hang up seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 10 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Poor barrier separation and red cell hang up could not be observed. Additionally, 200 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality were not under statistical control for the month of december 2025. Additional testing could not performed as the lot was expired at the time of testing. Bd cannot perform clinical testing on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin. This complaint is unable to be confirmed for poor barrier separation and red cell hang up. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tube, there was poor barrier separation, fibrin, and red cell hang up seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tube, there was poor barrier separation, fibrin, and red cell hang up seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3003916417-2026-00001 is a duplicate of report 3003916417-2026-00016. Consider 3003916417-2026-00001 to be cancelled.